Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, corrective and preventative actions have been implemented to address the reported condition. If a sample is received at a later date, the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported during the preparation of the material for the procedure, when washing the primary lumen with 0.9% physiological sophus, an obstruction of the catheter was observed, making it impossible to use it on the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.